Event description:
Interference screw got lost inside the pt's tibial bone area during surgery. Attempted to retrieve with c-arm assistance. Retrieved by surgeon. No long term pt injury noted however retrieval time extended surgery by 2 hrs. Torniquet up entire time.